Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated that a button was not pressed for 3 minutes or longer. Blood glucose value was 69 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. It was unable to perform displacement test due to unresponsive act button. Insulin pump had unresponsive act button due to corroded keypad trace. No moisture damage found on electronic assembly or on motor. Device had cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.